Manufacturer narrative:
This device was returned to mmdg and was evaluated. Volumetric testing was conducted where the pump was found to be under infusing. The cause of the under infusion was debris on the rotor assembly. The rollers had not been cleaned properly, which inhibited the rotor from moving freely. The device was serviced and returned to the customer.

Event description:
The initial reporter stated that the device was under infusing. No other information was available and there was no indication of patient involvement. (B)(4).